Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he received a low battery alert after the button error alarm. Customer replaced the battery and the pump is still showing a battery out limit alarm. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm due to the esc and act buttons not working. Customer stated that the battery was in the pump for over 1 month prior to getting the low battery alert. Customer reported that when he pressed the express bolus, esc, or act buttons, it brings him back to the battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, insulin pump had corroded keypad traces noted. Insulin pump was monitored. All operating currents tested with in specification range. No unexpected battery out limit alarms or low battery alarms noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.